Event description:
It was reported during a lap cholecystectomy procedure, the first device could not be opened correctly, jammed clips. Took new instrument. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Broken cam/jaw. Instrument c: batch # c9cn48, expiration: 07/02/2011; MFR date: 08/02/2006; sticking cam/jaw. Eval summary: the analysis results confirmed that one el5ml device a was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. No jamming issues were noted during analysis. The analysis results confirmed that one el5ml device b was received with jaws and the cam broken off. The instrument was cycled and ejected the clips due to the returned condition. However, no jamming issues were noted during analysis. The analysis results confirmed that one el5ml device c was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument was noted to have sticking issues. However, no jamming issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.